Event description:
It was reported that patient was revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No: 6097-0530, omnifit eon 127, lot code: mmpdem. Cat. No: 06-2800, c-taper cocr lfit head 28mm/0, lot code: mna3ae. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was revised due to infection.